Event description:
During post-dilatation of an implanted stent in the mid rca, a dissection had occurred. An orsiro drug-eluting stent system was chosen for treatment of the dissection. The stent dislodged inside the catheter which was kinked during the procedure. The stent could be retrieved. Hospitalization was prolonged for one day.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is not well folded anymore and contrast medium was found inside of the balloon. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was returned entangled with the guidewire and the guiding catheter and is severely deformed. The returned guiding catheter shows a severe kink 33 mm proximal to its tip which confirms the description of the physician that the complaint instrument could not pass the tip of the guiding catheter. The review of the angiographic material confirmed the presence of a severe kink in the guiding catheter in the early stage of the intervention. The complaint event itself is not visible in the angiographic films. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It seems likely that the complaint event is related to the damaged guiding catheter used in the intervention.